Manufacturer narrative:
The device and particle return have been requested. The device history record was reviewed and no anomalies were noted. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported while using a new phaco handpiece for the first time during sculpt there were ''a lot of small metal particles'' flushed into the eye. Additional information has been requested.

Manufacturer narrative:
Additional information received, the particles were removed from the eye with the handpiece. Visual inspection found the handpiece is not physically damaged. A functional test was performed using a stellaris system. The handpiece data displayed tune count 1, on-time 88713 and average power 17. The handpiece tuned, primed and functioned as intended. In addition, processed water was run through the irrigation tube of the handpiece, and out onto a 0.45 micron filter. The water was then vacuumed of through the filter, in an attempt to trap any possible particles. Microscopic examination of the filter found three particles that are dark in color and multiple fiber-like particles on the filter. Two of the largest particles have a metallic appearance. The first metallic looking particle is 336.51 microns long by 149.44 microns wide. The second metallic looking particle is 217.87 microns long by 97.02 microns wide. This filter will be sent to the lab for analysis. The investigation is ongoing.

Manufacturer narrative:
Sections b3 & b4 were revised to (B)(6) 2019.

Manufacturer narrative:
The measurements for the three (3) particles analyzed are as follows: particle 1 measured .353mm x.144mm and consists of 6ai4v ttanium alloy, particle 2 measured .198mm x .091mm and consists of unalloyed titanium, and the dark particle measured .126 x .056mm and consists of aluminosilicate mineral deposits.

Manufacturer narrative:
Further device evaluation from the vendor states the metal particles appear consistent with the titanium of which the horn and housing are made, however it is not known the specific titanium used in the make-up of the needle used. The exfoliation data from the production of the handpiece shows 5 particles less than 39 microns and 1 particle between 80-139 microns. There were no retests and the review did not produce any failing results in 2019. The exfoliation test run for this event found a number of particles less than 39 microns but under the allowed limit of 50. Eight particles exceeded the limit of 40-79 microns, five particles were at the limit of 80-139 microns and two particles were at the limit of 140-199 microns of allowable particles. Many of the larger particles did not appear metallic. They are black in color and appear consistent with the o-ring material in the handpiece. The large metallic particle was gold in color which is consistent with the needle used for exfoliation but not the handpiece. The other smaller metallic particles were difficult to determine the color due to lighting. The source of the metal particles cannot be determined if it is from the handpiece or the needle. No further information is anticipated. The investigation is complete.

Manufacturer narrative:
Additional information confirms there was no impact to the patient. Three particles were analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). This analysis indicates that the particles consist of 6al4v titanium alloy for particle 1 , unalloyed titanium for particle 2, and aluminosilicate mineral deposits for particle 3. The particle that shows properties of 6ai4v titanium alloy are consistent with the titanium material used in the manufacture of the handpiece. The titanium particles may have originated from the handpiece, however, the cleaning instructions have been validated to minimize risk of particulate. In addition there was no damage found to the handpiece. No further investigation or corrective action is necessary.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation on going pending product return.